Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
Related manufacturer report number: 2017865-2021-06091. Related manufacturer report number: 2017865-2021-06389. It was reported the patient presented for their implantable cardioverter defibrillator exhibiting multiple shocks for an inappropriate rhythm. Programming changes were made to turn off device therapy. Upon x-ray, the atrial and right ventricular lead were noted to be dislodged. During procedure, the right ventricular was over-sensing atrial signals and the physician was unable to retract the helix. The physician explanted and replaced the implantable cardioverter defibrillator, and right ventricular lead, as the atrial lead was repositioned on (B)(6) 2021. The patient was in stable condition.